Event description:
It was reported per the attached facility medwatch report: "event description: in performance of a right lower extremity atherectomy, a 1.25 classic diamondback catheter was utilized and then upgraded to a 1.5 diamondback and eventually a 1.5 predator catheter. Atherectomy of the right popliteal artery was performed and the catheter was then advanced into and area of heavy calcification in the posterior tibial artery. The catheter became stuck with inability to move forward or backward. Required advancing a 035 angled glide catheter in order to retrieve the catheter. The csi representative was present in the cath lab during the performance of this procedure. It was further reported that the pt presented with right leg rest pain. The lesion being treated was a diffuse, 90-95% stenotic lesion extending from the popliteal (pop) to the distal at artery. The reference vessel diameter was approximately 5mm in the popliteal to approximately 3mm in the at. The physician used a 7f introducer sheath from a retrograde approach to cross the target region. He initiated treatment in the at with a 1.25 classic crown diamondback oad and made 4 passes: at 80k rpm for 30 sec, at 140k rpm for 30 sec, at 140k rpm for 30 sec, and at 200k rpm for 32 sec. He then exchanged the oad for a 1.5 solid crown diamondback oad and made 2 passes in the pop: at 80k rpm for 30 sec and at 160k rpm for 26 sec. He then used the 1.5 diamondback oad to sand in the at 120k rpm for 36 sec, but when he attempted a second run at 120k rpm, the device became stuck in the distal, calcified lesion. The physician inserted a buddy wire to assist in successful removal of the diamondback oad. The pt remained stable and asymptomatic. The physician subsequently completed the procedure using a 5 x 20 cryoplasty balloon in the pop and 2.0 x 20 and 3.0 x 40 pta balloons in the at. There were no pt injuries related to this event.

Manufacturer narrative:
(B)(4).